Manufacturer narrative:
Partial device remained in the patient. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that , on (B)(6) 2017, patient underwent an open reduction and internal fixation (orif) for left calcaneal fracture surgery. During the surgery, patient was implanted with nine (9) locking screws with hex drive and an unknown plate. On (B)(6) 2019, patient underwent an internal fixation of left calcaneal fracture surgery. After disassembling an internal fixation material of an unknown steel plate for an unknown reason, using the c-arm machine fluoroscopy, it was found that the broken end of the locking screw was left in the patient's bone. Due to its deep position, the bone would be damaged greatly if removed with force. Thus, it was decided not to remove it. It was unknown if there was a surgical delay. The patient was stable and is in the hospital. Concomitant devices: plate (part unknown, lot unknown, quantity 1); locking screws with hex drive l24mm (part 413.124, lot unknown, quantity 3); locking screws with hex drive l35mm (part 413.135, lot unknown, quantity 5). This report is for one (1) locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional data-b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown plate (part #: unknown, lot #: unknown, quantity: 1), locking screws with hex drive l24mm (part #: 413.124, lot #: unknown, quantity: 3) and locking screws with hex drive l35mm (part #: 413.135, lot #: unknown, quantity: 5).

Event description:
There was a surgical delay reported of an unknown number of minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: additional data- b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay reported of an unknown number of minutes.